Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol xenmatrix ab (device #3). An additional emdr's were previously submitted to represent the bard/davol ventralight st mesh (device #1 & #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2017 and xenmatrix ab surgical graft on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the all devices. Attorney alleges that the patient sustained injuries on (B)(6) 2018. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2017 and xenmatrix ab surgical graft on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the all devices. Attorney alleges that the patient sustained injuries on (B)(6) 2018. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent laparoscopic to open repair with the implant of ventralight st meshes using echo ps (device 1 and device 2). Per operative notes, ¿the largest defect was noted. The two pieces of ventralight st using echo ps (device 1 and device 2) was placed to fascia and overlapped using sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional ventral hernia, enterocutaneous fistula, chronic mesh infection, adhesion thereby underwent open repair with the removal of meshes (device 1 and device 2) and implant of xenmatrix ab (device 3). Per operative notes, ¿adhesions were taken down. Appendectomy was performed. The fistula was dissected out. The two large pieces of mesh (device 1 and device 2) sewn together was removed in piecemeal fashion and small remnants were left behind. A xenmatrix ab (device 3) was placed onlay using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ xenmatrix ab mesh (device 3). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device 1 and 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.